Event description:
It was reported that the right atrial (ra) lead exhibited noise reversion every hour. Upon examination, it was suspected that this was caused by high voltage lead impedance (hvli) measurements within the ICD it was connect to. It was noted that the ra lead exhibited >3000 ohms impedance and the electrogram (egm) showed episodes of noise and atrial fibrillation (af) during impedance measurements and during bi-v pacing. Additional noise reversion episodes were observed in intervals at every 19 minutes of the hour. It was unclear whether the anomaly observed is a lead or device issue. The patient received an atrioventricular node ablation procedure in (B)(6) 2025. However, there was no information on whether the ra lead noise was addressed. There was no reported adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).